Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately seven years and five months post filter deployment, computed tomography (CT) revealed the inferior vena cava filter was tilted with the apex contacting the right wall. From the apex, a 3 cm long by 5mm diameter a small thrombus projected superiorly. After one month twenty-one days later, computed tomography (CT) revealed the infra renal inferior vena cava filter appeared intact when compared with previous report. Interval enlargement of nonocclusive thrombus was extending cephalad from the apex of the filter. Equivocal pulmonary embolism was within the left lower lobe which was incompletely assessed. Subsequently computed tomography revealed filling defects within the bilateral pulmonary arteries consistent with lobar and segmental pulmonary emboli. Therefore, the investigation is confirmed for filter tilt. However, the investigation is inconclusive for perforation of the ivc. Additionally, it can be confirmed that the patient experienced pe post deployment and had a thrombus above the filter . However, the relationship to the filter is unknown. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 08/2010).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and struts are entirely outside of the inferior vena cava lumen and embedded in the wall of inferior vena cava (ivc). The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.